Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 10 years later, it was reported by the patient that the lead was fractured.